Manufacturer narrative:
Unable to perform displacement, operating currents, self, off no power, restart, unexpected restart, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests due to no button response. Unit received no button response due to flattened esc and act (creased)button dome switch. Unit uploaded properly to the carelink software and communicate properly. Unit was programmed with bolus delivery and were properly recorded. No cosmetic damage noted. Inspected connector on lcd and no unlock keypad connector.

Event description:
The customer reported via phone call that the insulin pump cannot download data. Customer also indicated that the pump does not display information. Customer's blood glucose was unknown dl at the time of incident. Troubleshooting indicated that this is an ongoing issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.